Event description:
The manufacturer received information alleging a trilogy evo ventilator displayed an error message stating wireless connection lost. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, a pressure mismatch error code was observed in the device error log and the machine flow sensor was found to be heavily contaminated. The device's machine flow sensor was scrapped.